Manufacturer narrative:
(B)(4). Investigation result: only the sheath of the navigator access sheath device was received and the dilator was not returned with the device. A physical examination of the returned complaint device revealed that the sheath was broken but not completely separated. It was also noticed that there were whitened areas on the sheath, indicating that the device was submitted to tension forces. There was also an evidence of bending to the adjacent broken ends of the sheath. This failure is likely due to factors or conditions related to procedure, such as the manner in which the device was handled and manipulated during unpacking, preparation, and testing that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a navigator hd access sheath was used during a ureteroscopy with lithotripsy and stenting procedure performed on (B)(6), 2020. According to the complainant, during preparation, it was noted that the sheath was kinked and cannot be used. The procedure was completed with another navigator hd access sheath. There were no patient complications reported as a result of this event. Investigation results revealed that the sheath was broken; therefore, this is now an MDR reportable event.